Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm cannot be moved caudally or cranially. Upon functional testing, the fse found that the angulation spot was not working. To resolve this issue, the philips field service engineer replaced geometry module. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the angulation sporadically did not have function. Philips has started an investigation of the complaint.